Event description:
On 12/6/04, the pt contacted lifescan (lfs) alleging that his one touch ultra smart meter was reading inaccurately high compared to the laboratory. He obtained a result of 229 or 230 mg/dl on the reported meter within 10 minutes of a laboratory result of 79 mg/dl. The date and time of the event was not provided. He was unable/unwilling to state if he took any actions to affect his blood glucose level following use of the meter. He did not receive any medical attention at the time of concern. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt was hospitalized due to a heart attack, at the time that he contacted lfs on 12/6/04. He stated that he had several episodes of hypoglycemia due to inaccurate high results. However, he could not remember the specific results obtained, the dates and times of the events, or the medication/treatment regimen he followed at the time. He stated that he received no professional care at the time of concern. There is insufficient info to indicate that he experienced injury or medical intervention due to the meter. The customer care rep was unable to walk the pt through a control solution test as the pt did not have control solution. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.